Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced but failed to advanced due to the calcification. On the third dilation at 24 atmospheres for 10 seconds, the balloon ruptured. There was a noted graft with nylon that was protruding at right angle. The procedure was completed with another of the same device and no patient complications were reported. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the distal markerband and extending approximately 35mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced but failed to advanced due to the calcification. On the third dilation at 24 atmospheres for 10 seconds, the balloon ruptured. There was a noted graft with nylon that was protruding at right angle. The procedure was completed with another of the same device and no patient complications were reported. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the distal markerband and extending approximately 35mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. It was further reported that there were no advancing difficulties encountered.